Event description:
A 3.5mm diameter x 12mm length medtronic ave gfx2 stent was inserted into the circumflex coronary artery. There was no predilation performed to the target lesion. It was not possible to cross a bend in the artery proximal to the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. Upon removal of the stent into the guide catheter, the stent dislodged from the stent delivery system. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. The stent remains within the pt's arterial vasculature. The target lesion was then treated with another medtronic ave gfx2, successfully. There was no additional clinical sequelae reported relative to the event and no further info is available from the user facility.